Manufacturer narrative:
Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to ongoing elevated blood glucose (bg) levels ranging from 390 mg/dl to over 600 mg/dl, and moderate ketones. Reportedly, customer was using insulin that had been left in a car and became frozen. Bg was treated with unspecified fluids. Reportedly, customer left the emergency room 5 hours later with customer in stable condition (bg 90 to 100 mg/dl).